Event description:
Consumer complaint of blood result reading "lo". Customer declined to perform a blood test during time of call and declined to review the meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. The root cause of this malfunction was identified black chemistry was observed on the strip due to improper storage conditions.

Event description:
Consumer complaint of blood result reading of "lo". Customer declined to perform a blood test during time of call and declined to review the meter memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (08/09/2014.